Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the crown and tip of the oad became detached inside the patient. The target lesion was 90% stenosed and located in the circumflex. The lesion was treated with two passes of the oad, however when removing the device the crown and tip of the device were noted to be detached. A snare was used to assist in the retrieval of the device fragment. A stent was placed to complete the procedure and the patient was in stable condition.